Manufacturer narrative:
H4: the lot was manufactured between jan 14, 2021 to jan 15, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and revealed a leak at the spike port weld in the back of the bag. Magnified inspection verified a tear at the back side spike weld of the bag. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/28/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a pin hole from the middle port. The location of the leak was further described as about a quarter inch from where the port goes into the bag. The leak was identified after the bag had been filled. There was no patient involvement. No additional information is available.